Event description:
The customer submitted this used set for investigation of the male luer with reference to their report of the mp1000-c connector untwisting. No valve connectors were submitted, only the primary set. During the investigation, an incidental finding of a cracked male luer was identified. There was no report of pt harm or medical intervention. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: 7/02/2014. (B)(4). See associated MFR report # 9616066-2014-00669. Visual inspection of the male luer of the admin set observed scuff marks around the luer tip and a crack on the male luer nut. Functional testing with a lab valve confirmed the mp1000-c untwisted during activation. A closer inspection of the connection between the mp1000-c and the male luer of the set noted that the cause of the failed connection was interference between the nut of the male luer and the step on the connector. The male luer tip inserted too far into the connector, causing the nut and step to hit. The root cause of the untwisting was not identified. Root cause of the cracked nut on the male luer was not identified, however previous investigations have shown the use of ipa port protectors may compromise the components, resulting in issues such as cracks, crazing, or breakage.